Event description:
It was reported that the patient had a sudden loss of stimulation starting three weeks prior to the report. The patient had a 1x4 in. Reprogramming was attempted and went up and down the lead up to 10.5 volts. The rate and pulse width were also changed and the patient didn¿t feel anything. No error codes or falls/trauma were reported. Electrode impedance values were in the 5,000 to 6,000 range which were higher than normal, but nothing showed a blatant open. X-rays were ordered to further investigate the cause of the issue. The patient was still not receiving therapy and was going to meet with the healthcare provider (hcp). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient was scheduled for a follow up visit on (B)(6). The patient¿s health care provider (hcp) hopes to review the x-ray results at that time. It was unknown how the patient was doing.

Manufacturer narrative:
Product ID 3708360 serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37746, serial# (B)(4); product type programmer, patient product ID 3986a, lot# n341291, implanted: 2013 (B)(6); product type lead. (B)(4).